Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 02oct2018. (B)(4). The service engineer (se) inspected the device and replaced the data to motor control printed circuit board assembly (pcba) cable. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator generated a "machine and proximal pressure sensors failed" error message. No patient harm was reported. The event date was not specified; estimate used.